Event description:
It was reported that the patient went to the hospital with an artificial urinary sphincter (aus) that was not functioning properly. Two weeks later a surgery was performed and upon explant, a hole in the cuff was found. All device components were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receive at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff component was visually inspected, microscopically examined, and leak tested. Visual inspection identified a tear proximal to the cuff edge/seam consistent with fatigue. No other damages or irregularities were detected. The ms pump was visually, and microscopically examined, and leak tested. No damages nor irregularities were found. The pressure regulating balloon underwent visual, microscopical and leakage testing; however, it did pass leakage test, and no damage or visual abnormalities were identified. Based on the information available and analysis results, the tear proximal to the cuff edge/seam consistent with fatigue could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital with an artificial urinary sphincter (aus) that was not functioning properly. Two weeks later a surgery was performed and upon explant, a hole in the cuff was found. All device components were replaced. There were no patient complications reported.